Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set customer had a safety shield failure and sample pricked himself when securing the needle. There was no report of intervention that was provided. (Patient 2 of 2). The following information was provided by the initial reporter. The customer stated: ¿blockage of the protective system of the sampling needle (bd vacutainer epicranial winged needle) occurrence of 2 aes (on (B)(6) 2022 & (B)(6) 2022) with similar causes: the person who is taking the sample pricks himself when securing the needle because of the protective sheath which is blocked and does not go up around the needle. The same sampling device is used in both cases: bd vacutainer winged epicranial needle.

Manufacturer narrative:
H.6. Investigation summary: material # 367282. Lot/batch # 21k11t2. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to defective safety mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set customer had a safety shield failure and sample pricked himself when securing the needle. There was no report of intervention that was provided. (Patient 2 of 2). The following information was provided by the initial reporter. The customer stated: ¿blockage of the protective system of the sampling needle (bd vacutainer epicranial winged needle). Occurrence of 2 aes (on 10/05/2022 & 04/06/2022) with similar causes: the person who is taking the sample pricks himself when securing the needle because of the protective sheath which is blocked and does not go up around the needle. The same sampling device is used in both cases: bd vacutainer winged epicranial needle.